Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer: 07/19/2019. Device returned to manufacturer: yes, device evaluated by manufacturer: yes. Device evaluation: the complaint unit was received in its original packaging. The plunger was in a partially advanced position. The cartridge was correctly engaged to the device. No assembly error and/or defect related to manufacturing process were observed. Visual inspection at microscope magnification was performed: lubricant material residue was not observed in the device. As per the initial report the lens was partially delivered into the patient ¿s eye. The lens was stuck at the cartridge tip and no in the inserter. The reported issues of stuck in cartridge and iol partially delivered are verified; however, due to the condition in which the sample was received it is not possible to determine that the conditions of the sample returned are related to the manufacturing process. Based in the analysis product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown as information was not provided. If implanted, if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported pcb00 19.5 diopter intraocular lens (iol) was partially delivered into the patient¿s operative eye and the lens would not unload from packaging (pcb00 device). It was reported no medical intervention was required, outcome does not significantly interfere with activities of daily life, and no further information is available. No additional information was provided to johnson & johnson surgical vision.